Manufacturer narrative:
The unit was tested with a test p-cap and the test p-cap was loose in the reservoir tube; the reservoir tube was half broken off with a missing reservoir tube o-ring. The unit had a minor scratched lcd window, a cracked case at the lcd window corner, a scratched reservoir tube window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer called in to report that the insulin pump had a crack on the reservoir compartment and the reservoir could not lock into place. The customer's blood glucose level was 329 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.